Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 489 mg/dl at the time of call. Customer was treated with manual injection and correction bolus. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer states the insulin did exit. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.